Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injections are available for alternate insulin therapy.